Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was seen in clinic on (B)(6) 2019 with symptomatic anemia. The patient endorsed increase in fatigue and had a drop in hemoglobin on 2g with a microcytosis. There was suspicion of slow gastrointestinal ooze in setting of elevated inr. There was no indication for admission but the patient was sent to the symptom management clinic for 1 unit of packed red blood cell transfusion. There was a plan to monitor the patient's complete blood count and arrange for iron transfusions in the future if necessary. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there was clinical evidence including supratherapeutic inr (3.8), drop in hemoglobin, more than 2 weeks of fatigue, increased dyspnea on exertion and continued dark stools (patient has reported ongoing dark stools since implant) suggests that this event was likely a ¿slow ooze¿ bleeding rather than an acute gastrointestinal (gi) bleed. The patient has had previous gi bleed on lvad. The site was unable to definitively confirm bleed as patient was not admitted and no diagnostic tests were performed. Patient stable as outpatient and primary care physician arranging iron infusions.